Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device alarmed and displayed channel error 211.2000 for communication failure. Also, a cracked rear case was reported. There was no patient involvement.

Event description:
The customer reported that the device received alarm error codes / messages, channel error 211.2000. Also cracked rear case. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced display board due to intermittent error 211.2000, replaced air in line, front door, sear latch, iui right, iui left, bracket iui. Replaced rear case recall completed. The failure code other was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 25jan2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. Also, there was a production failure q6 200145283 for channel error 210-5020 which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the assy dspl bd lvp. During servicing we identified a faulty sear which constitutes a reportable malfunction. There was no patient involvement. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. A review of the complaint history record was performed for the (B)(6) which didn't confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device alarmed and displayed channel error 211.2000 for communication failure. Also, a cracked rear case was reported. There was no patient involvement.

Manufacturer narrative:
Z-0950-2017 for air in line sensor. Z-2700-2017 for door latch. Z-2718-2020 for iui connection issues. This device was evaluated and repaired through the service repair process. A review of the device history record showed the device had a manufacture date of 25jan2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. Also, there was a production failure q6 200145283 for channel error 210-5020 which does not correlate to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did confirm similar complaints with the same or related failure mode for this customer.